Manufacturer narrative:
Date sent to the FDA: 09/08/2021 additional h6 component code: g07002 ¿ device not returned attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what does it mean "there is no authorized distributor to sell silk suture to this hospital"? How was this hospital received a silk product sa86g? Additional information was obtained: there is no authorized distributor to sell silk suture to this hospital. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide lot number? Were there any patient consequences?

Event description:
It was reported from the health authority that a patient underwent a mass excision under local anesthesia on (B)(6) 2021. During the procedure, the suture broke easily by slight pull. Changed another one to continue the surgery. No adverse patient consequences were reported. Additional information was requested.